Manufacturer narrative:
Age of device - 3 years, 5 months. Manufacturer's investigation conclusion: it is unknown when the lvad was explanted from the patient after expiration; however, it was reported that the device was disposed of by the user facility and would not be returned. A correlation between the device and the reported driveline infection and patient outcome could not be conclusively determined. Infection and sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was treated for a driveline infection, underwent debridement, developed sepsis. Patient expired due to septic shock. No additional information will be provided.